Event description:
It was reported that the user experienced a nonresponsive ilet touchscreen while attempting a sensor and supply change, becoming stuck on the cgm graph and unable to access the cartridge screen; the user¿s blood glucose was 89 mg/dl and the dexcom cgm was not affected. Symptoms included no clinical effects. Outcomes included no alerts or alarms and no medical intervention or hospitalization. Investigation included technical troubleshooting and user education, verification of shipping information, and a decision to replace the device. Investigation of this case revealed a device display or user interface malfunction consistent with a screen unresponsive condition, with no impact to cgm function. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction.